Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was identified to be due to the faulty keypad on the front bezel. To correct this condition, the front bezel with keypad was replaced. If any additional information is received, a follow up will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump experienced failure code 500:320:654:0000. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.